Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no damage was noted on the isolation tape. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
Customer reports to have received a blank display. Customer also reports physical damage to insulin pump. Blank display was solved with replacement of battery cap. Customer reports to have scratches on lcd screen. Customer's blood glucose is unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).